Event description:
Reportable incident that occurred in 2008 at customer site and was reported to us by our distributor. This involved the mobetron model 1000 electron linear accelerator that was set up during testing and had a failure of a docking drive screw and nut assembly, resulting in a treatment head dropping a short distance. Fortunately, no injuries were involved. Intraop medical corp. Is considering this incident a "malfunction", since a reoccurrence during an actual treatment could likely result in a death, serious injury or other significant adverse event experience. The remedial action involves either a self inspection by our customers to ensure the nut has not failed, as evidenced by brass debris/filings visible around the nut, docking drive screw and their cover, or an immediate inspection by intraop service personnel. Our customers have been verbally notified and an advisory notice has been sent alerting them of this potential problem.